Event description:
The olympus field service engineer (fse) reported on behalf of the customer, the video system center had no image when connecting to out 1, but there was an image when connecting to out 2. The issue was found during receipt inspection. The customer finished the case with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the cause is failure of the circuit board. Olympus will continue to monitor field performance for this device.